Event description:
It was reported that a cutter device was "was not cutting properly". The reporter stated that there were no problems with the planned surgical procedure. A spare cutter device was used. No patient harm, adverse outcome or injury was alleged. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The exact date of the event was unknown but the reporter clarified the event occurred in 2013.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).